Event description:
It was reported by dealer that both of the caps on the right side of the 66550 rollator on the linkage fell off. The dealer also alleged that the back two wheels split in half. He believes it's due to the brake. The two front ones have normal wear and tear. He said when they were discussing it, she was sitting on it and moving around so he knows she does that and is rough on the rollator.